Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the bar that is supposed to hold the chair in place is not fitting properly, its too large.